Manufacturer narrative:
The device was reported to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the distal segment of the sofia flow plus was shaped by exposing it to steam from a t-fal electric kettle for approximately 20 seconds prior to use in the patient. The sofia was inserted into the patient's body and observed via angiography that the radiopaque marker at the tip of the catheter dropped off. The radiopaque marker was retrieved using a snare and removed from the patient. The procedure was successfully completed.

Manufacturer narrative:
The reported complaint is unconfirmed. The inspection of the sofia flow plus 6f device in question did not find any damage to the device. In addition, the marker band that was investigated was not found to match any of those used on microvention products.